Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 3 physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the photos showed that the defect reported was not observed. The photos showed the threads of the bd device, with one being the old design and the other the new design. Analysis of the physical samples showed there was no damage or defect found and a functional test of the connection with a bd syringe was carried out and the devices were connected correctly. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd connecta plus3 white had connection issues. It was reported taht, please find attached the ansm regulatory notice and two photos illustrating the defect in the luer-lock connector on the connecta stopcock, which caused two patients in the medical intensive care unit to experience a drop in blood pressure when they were no longer receiving norepinephrine infused via the electric syringe pump due to a disconnection between the extension tube and your stopcock. Following the internal alert to remove all stopcock valves from our hospital group, I identified, in addition to the two batches 4277995 & 4320585 reported to the ansm, a third batch affected by this defect: batch 4304951. To date, we have not received any feedback from experts. We have isolated 381 valves, distributed across each of the three batches: 4277995: 133 valves, 4320585: 176 valves, 4304951: 72 valves. We would like a credit note or an exchange. Would you like these taps to be returned or destroyed? We thank you in advance for your expert opinion and your response (credit note or exchange and return or destruction?).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.